Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. It was reported that as a result, customer was hospitalized. Customer's blood glucose was 12.2. Insulin pump would need to be replaced.

Manufacturer narrative:
The device passed the displacement test, rewind, self-test and unexpected restart error test. The stop idle current and run current measurement tests are within specification. The device also passed off no power alarm test and the delivery accuracy test. The device alarmed prime during prime test due to faulty force sensor resistor. We were unable to perform the occlusion test, basic occlusion test and excessive no delivery test due to prime alarm. The device uploaded properly using carelink pro. The device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.